Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the ventilator of this device failed during use, the operator ventilated the patient manually. No patient injury reported.

Event description:
It was reported that the ventilator of this device failed during use, the operator ventilated the patient manually. No patient injury reported.

Manufacturer narrative:
It was reported that during the procedure, the anesthesia breathing system malfunctioned, with the display showing error messages: "main power battery power supply failure" and "ventilator leak failure." Then prompting immediate manual ventilation with an ambu bag until the completion of the surgery. No patients were injured. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was not able to provide additional details. Based on the currently available information, the manufacturer's analysis of possible causes includes the following situations:in case of internal batteries ageing and / or has insufficient battery capacity, and ac power was un-pluged, that'll lead to total system function loss when ac power was not available (after a while when the internal batteries was full discharged). IFU contains warning when the battery low alarm (bat tery low, low/medium priority) message is first displayed, the ventilator will continue to operate for up to an additional 10minutes; then, automatic ventilation will not be available until ac power is re stored; in case of breathing hose leakage due to aging of the breathing hoses, ventilator may not work breathing gas cannot deliver to the patient (and doctor be noticed) or inaccurate peep and pmax may deliver to the patient. This device has been in use for nine years. However, based on the currently limited available information, the manufacturer finds it difficult to determine the root cause of the incident. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.